Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia could not be determined. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and the patient experienced arrhythmia issues on support. The staff were uncertain if the impella was causing or contributing to the arrhythmia issues. The nurse was concerned of ambulating due to the ventricular tachycardia (vt) the patient was experiencing.